Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm but it was resolved by changing the reservoir. The customer's blood glucose was 332 mg/dl at the time of incident. The customer stated that the high blood glucose was not yet treated and was waiting for the insulin pump at the time of call. The customer performed plunger push with new infusion set but the insulin did not exit. The reservoir will be returned for analysis.